Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on december 19, 2011, a customer's mother contacted roche diagnostics and reported an incident that occurred on (B)(6) 2009. At 22:01, the customer entered a blood glucose result of 18.3 mmol/l into her cozmo insulin pump. No information was given regarding the resulting insulin bolus. The customer reported symptoms of hypoglycemia. At 22:25, she entered a result of 19.9 mmol/l into the pump. Again, no information was given regarding the resulting insulin bolus, and no further insulin was administered via the pump during the subsequent event in which the customer was treated for hypoglycemic symptoms by her mother and emts. Emts transported her to a hospital, but no treatment or admission was reported. The cozmo insulin pump mentioned is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)